Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that customer was hospitalized due to diabetic ketoacidosis and high blood glucose on (B)(6) 2021 with blood glucose of above 300 mg/dl. Customer treated with insulin drip in the hospital. Customer experienced symptoms such as nausea and vomiting. Customer stated insulin pump had insulin flow block alarm. Customer performed self test and displacement test and both were passed. The insulin pump will not be returned for analysis.